Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. There was a slight amount of blood visible inside the helix. The lead was stretched and the insulation buckled at 32 centimeters. The lead was damaged during implant.

Event description:
It was reported that prior to implant, the right ventricular (rv) lead exhibited noise. An alternate lead was used. No patient complications have been reported as a result of this event.